Event description:
In this event, melting of the usb charger occured while being charged at the charger port. There was no sign of fire or smoke residues. No injury and no medical intervention required. The initial investigation found heat damage near the usb c connector on the main pcb, incl. Melted plastic and cracked/warped pcb.white residue on pcb could originate from moisture. Investigation results: results of CT scan showed possible short circuit between the gnd and vbus pins on the usb type c receptacle (in charger). Results from technical investigation (performed CT imaging, x-ray imaging analysis, microscope imaging analysis and sem-eds spectroscopy analysis) shows corrosion in the usb receptacle between vbus and gnd. The suspected root cause was a short circuit developed in usb receptacle due to corrosion in the usb receptacle between vbus and gnd. The measured low resistance between vbus and gnd, combined with the confirmed presence of corrosive agents in the usb receptacle, confirms that the root-cause of the heat damage was due to a short circuit caused by the corrosion.

Manufacturer narrative:
The root-cause is a short circuit developed in the usb connector or usb receptacle due to corrosion, bent pins, or foreign debris. (Rc01, car_s-sg_2022_033) corrective and preventative actions have now been implemented in cases related to thermal events in charger with usb c receptacle as documented in car_s-sg_2022_033. Reduced the portable charger's maximum battery capacity from 100% to 80% to prevent extensive battery reactions during battery short-circuit. Preventive measure has been verified to be effective in further reducing the possibility and sufficient energy to cause severe melting cases. No further root causes have been identified; CAPA is now closed. Case can now be closed. We were made aware, that our electronic submissions failed and not received by FDA. A new CAPA has now been opened to address this issue and this report was electronically resubmitted on (03/06/2024).